Event description:
The patient reported that they were sent home with a prescription that did not work and that they spent a whole weekend without medications and that they were hallucinating after being sent home from the hospital after the implant surgery. The hallucinating was on (B)(6) 2016. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.